Event description:
Pt called lfs on 9/3/2003 alleging meter would not power on. The pt reported blacking out, however there is no clinical info available. The issue was not resolved with troubleshooting. No further info has been reported. This case is being reported as a malfunction medical because there is no evidence that the meter caused or contributed to the serious injury. A letter is being sent out as a second attempt to reach the pt.